Event description:
It was reported that the customer's insulin pump repeatedly alarmed, and the device was stuck on the prime mode. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had a scratched display window.